Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "during patient visit e-stim machine used on patient. When patient went home she noticed 4 distinct burn marks on her back where the e-stim pads had been placed. Patient went to urgent care where she was dx with partial thickness burns and silvadene dressing placed along with order to follow up with her pcp (primary care physician) and wound care clinic."